Event description:
A caller reported that the pump experienced a malfunction indicating "malf 15." There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support with information on resetting the pump, and after the reset, the malfunction code did not recur.